Event description:
It was reported that the patient received primary tha in 2003 using aml implants. Patient continued to report pain and underwent 3rd surgery. Orif, dalls-miles & plate, allograft. Femoral head revised. Operative report notes that "she had a longer head and neck segment placed to help with stability in the postoperative period after the exposure to the total joint." No product defect was noted.

Manufacturer narrative:
Review of operative reports. Patient incurred intraoperative femur fracture related to a competitor's instrument. Fracture did not heal due to avascular condition of patient's bone.